Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm approximately five weeks ago. The proximal aortic neck measured 18 mm in diameter, 26 mm in length with 45 degree angulation. The right iliac artery measured 12-13mm in diameter. The left iliac artery measured 12mm and 8mm in diameter. It was reported that the stent graft was implanted without issue; however, two days post implant there was a retrograde dissection observed that extended from the bare stent of the main device to the distal aortic arch; however, the patient is asymptomatic. The physician elected to monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection); lack of information (unknown cause of dissection). Evaluation, conclusion: lack of information (unknown cause of dissection).